Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that a znn cmn nail 11.5mmx21.5cm 125r was implanted on (B)(6) 2015 on the right side. Lag screw and distal screws were used through the standard bushing, cannulas and target arm. X-rays showed that distal screws had missed distal screw holes in the nail. All implanted products remained in the patient.

Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Review of incoming information: it was reported that a short znn was implanted and that the distal screws missed the distal screw holes in the znn nail. All implanted products remained in the patient. Additionally it was reported by the sales representative that the targeting guide performed perfectly in later surgeries. (Cpm targeting guide; ref# 00-2490-003-00; lot# 62308357). A picture of one x-ray was available for investigation. On the x-ray no date or patient information were legible due to poor quality of the picture. On the x-ray, the distal part of a nail could be seen in the right femur together with total knee prosthesis with stem. It seemed that the two distal screws were not in the distal nail screw holes. No other documents were provided. Devices analysis: a devices analysis could not be performed as the product was not returned for investigation. Review of internal documents: the surgical technique zimmer® natural nail® system cephalomedullary nail surgical technique standard contains information and illustrations about the use of the targeting guide and the positioning of the distal nail screws. In the surgical technique it is stated: "the standard targeting guide is designed to target the transverse distal static (st) and dynamic (dy) holes in short nails. As the guide is designed to work with both left and right st and dy holes, care must be taken to ensure that the correct st/ dy holes will be used for the surgery (use the left holes when using a left nail, and vice versa). The holes that will be used to place screws into the distal portion of short nails are on the anterior side of the guide when the patient is in a supine position." Possible causes for the reported event: - screw back out due to wrong guide/nail combination chosen (targeting guide & long nail) leading to incorrect targeting and screw insertion. Not possible as the guide/nail compatibility is given by zimmer® natural nail® system cephalomedullary nail surgical technique standard. - screw back out due to wrong position of distal targeting chosen. Possible as it is possible that the targeting guide was wrongly positioned. Additionally it is mentioned from the sales rep that the targeting guide performed perfectly in later surgeries. Based on the given information and the results of the investigation, we could identify a root cause for this issue. The targeting guide was wrongly positioned. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was now additionally reported that the screws were left in that position as per surgeon decision and choice. The patient was old and frail so they decided not to re-operate. It was further reported that the target arm device was used later on for other surgeries and worked properly.